Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, creating an incision larger than desired and causing the blade to pop out during cut testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer service technician by functional evaluation. Upon disassembly, a failed crest-to-crest spring was identified as the probable cause of the reported event.